Manufacturer narrative:
The customer reported that her pump had low suction which led into an infection. A clinician from medela spoke to her at which time she stated that she developed a superficial infection on her nipple and her physician treated it with a course of the antibiotic cipro. It is helping the infection, but her milk supply has been negatively impacted. She got larger breast shields which she finds to be more comfortable, but now her breasts are not fully emptying and she is concerned. The clinician informed her to contact a rental station to rent a hospital grade pump to help recover her milk supply. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. See (B)(4) for milk expression issues on the pump in style breast pump.

Event description:
The customer reported to customer service that she was not expressing milk. A lactation consultant told her to turn her pump up to a higher setting which caused her nipples to tear, crack and bleed. The issue manifested into an infection and at which time the customer sought medical attention.